Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine definitive cause of event.

Event description:
It was reported that on (B)(6) 2016 patient with osteoporosis and vertebral fracture underwent posterior fusion at t8/l1. Post-op, right l1 screw backed out. Due to which l1 screw was removed on (B)(6) 2016. The patient also complained of pain of thighs at both sides. Screw (7.5x45) was placed instead. Screws were added at both sides of l2 and it was fixed again. It was also considered that patient's physique and bone quality were problem of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.